Event description:
It was reported that the patient had persistent low flow alarms and numerous pulsatility index (pi) events that begun on 02jul2026. The patient also had elevated lactate dehydrogenase levels where baseline was 500s since the ventricular assist device (vad) implant and rose to 1400 on (B)(6)2026. Differential diagnosis included hepatic congestion in the setting of tricuspid regurgitation, though well diuresed, pump thrombosis, and outflow graft issues with normal limit velocities on (B)(6)2026 on transthoracic echocardiogram (tte). The log files were submitted for review. The log files captured low flow events on 02jul2026 and 03jul2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion:the report of suspected thrombus could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms, and a specific cause for the low flow alarms could not be conclusively determined through this investigation. Review of the submitted log files also confirmed the reported pulsatility index (pi) events; however, a specific cause for the pi events could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number(B)(6), and the reported regurgitation, elevated lactate dehydrogenase (ldh), and hepatic congestion could not be conclusively established through this evaluation.the submitted controller event log file contained events from 03jul2026 to 04jul2026. Low flow hazard alarms were captured from 03:45:45 through 09:02:51 on (B)(6)2026. Additionally, multiple pi events were captured throughout the file. No other notable events were captured, and the pump appeared to function as intended at the fixed speed.multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account.the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time.the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available.section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and hemolysis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow and pulsatility index (pi) events.sections 1 and 4 of the IFU, ¿heartmate touch communication system¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle), while lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle).section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms associated with a pi event.section 4 of the IFU also describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow.section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow.section 5 of the IFU also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow.section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications.section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them.the relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications.no further information was provided. The manufacturer is closing the file on this event.